Event description:
It was reported that during startup, the cs300 intra-aortic balloon pump (iabp) unit displayed maintenance request code #1. Since the iabp did not pass the system test at startup, gave up using for patient. There was no patient harm reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit displayed maintenance request code #1.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the unit. The (fse) investigated the unit and found that according to the service manual, malfunction of the drive manifold was suspected due to the above error code, but no abnormality was found in the leak test, solenoid valve operation check, and running test. Fse performed the calibration of the transducer and since the symptoms did not reproduce. The device was returned to the customer after inspection.